Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had high thresholds and fluctuating p and r waves were noted. It was suspected that the leads had moved; however, there was no effect on the patient. Therefore, no intervention was taken and the leads remain in use. No patient complications have been reported as a result of this event.